Event description:
The head of sterilization reported to our sales rep that there are corrosion / chippings at the top.

Manufacturer narrative:
Add'l info has been requested, and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.